Manufacturer narrative:
Product analysis:analysis was able to confirm the customer comment that the programmer shut down and was unable to power on. However, analysis was unable to confirm the customer comment that the programmer emitted a smoke odour. It was noted that the power supply was out of specification electrically and unable to provide power to the programmer. It was further noted that the lower bullet cover was missing and the keyboard was damaged. Additionally, a grinding noise was noted from the printer during operation. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer powered on, a pop sound was heard and the programmer shut off. It was noted that a smell of smoke was detected and the programmer was unable to power on again. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.